Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated they had a recent fall and have since had a lot of pain in their tailbone/lower back and leg. Caller stated their doctor wants to do an MRI, but their implant has not worked for years. Caller added that they stopped using their implant in 2019 and was going to have the device replaced but caller was in a car accident and was diagnosed with a concussion and was told they should not have the surgery yet. Caller added they then got "long covid" in february 2020 and the surgery was postponed again. Caller stated they got in another car accident and had a second concussion in 2021. Caller mentioned they wanted to do an MRI at that time due to a "bulging vertebrae" but could not verify the MRI considerations and caller got covid again. Caller stated they need to meet with a mdt representative with their doctor to review all of the information in order to get an MRI and proceed with an implant repla cement surgery. Caller added that the therapy the implant provided was wonderful when the equipment was working. See rtg0325970 for complaint of charging issues. Agent sent the field a message requesting a callback per caller's request to assist in setting up a meeting. Agent tried redirecting caller to hcp, but caller stated they are always tossed around and just need to meet with a rep and their doctor in person to sort things out. On 2022-07-25 an hcp called to get MRI guidelines. The caller stated that the medical charge contained a note from jun 2021 indicating that the implanted device is dead. The patient is with a rep today, the caller indicated that the individual may be from medtronic but the caller was not sure. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.